Manufacturer narrative:
Concomitant medical products: 37601 dbs ipg, implanted: (B)(6) 2019. 3708660 neuro extension, implanted: (B)(6) 2016. 3708660 neuro extension, implanted: (B)(6) 2016. 3387s-40 dbs lead, implanted: (B)(6) 2016. 3387s-40 dbs lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of atrial tachycardia/atrial fibrillation (at/af) on stored electrograms (egm) which resulted in false terminations of at/af episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.